Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a passport urological dilatation balloon catheter was used during an unknown procedure performed on (B) (6) 2009. According to the complainant, during preparation, they were unable to securely connect the device with the gauge. Subsequently, a leak developed at the stopcock connection site. An abbott inflation device was used, with no damages evident in the device. The procedure was completed with another passport urological dilatation balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
It was noted by the complaint investigator that the condition of the returned unit was not consistent with the complaint incident. A visual and tactile examination revealed no damage to the shaft of the device. The device was attached to an encore inflation unit and inflated to its rated burst pressure (rbp). There was no leak from the connector; however, there was a pinhole leak in the balloon 35mm proximal to the distal end of the device. The core wire and the tip were bent. This investigation will be assigned the most probable root cause operational context. A search of the complaint database revealed no additional complaints reported for the same lot. On july 15, 2009, the investigation revealed a pinhole leak. This complaint has been deemed a reportable malfunction. (B) (4).